Manufacturer narrative:
The electrodes were evaluated by zoll medical corporation. The pads were returned in the original packaging. The evaluation of pads did find the signs of arching. The device was subjected to extensive trouble shooting which included bench handling, stress testing, and full pacer functional testing at various settings using the customer's pads and multifunction cable without any discrepancies. Review of device's activity logs indicates that patient was being paced at 140ma,70ppm for over 3 hours. As per the instruction for use states" transcutaneous pacing for more than 30 mins may cause burns to the skin". For pacing times more than 2 hours zoll recommends using pro-padz with liquid gel. Therefore, the indication for use identifies the burn as a potential accepted outcome. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received, the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while pacing a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient. Patient sustained burnmarks. No further information provided.